Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that a cartridge alarm 16 and that occlusion alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was in the range of 362 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.